Event description:
During a craniotomy the surgeon noted the handpiece started smoking. The handpiece was swapped for another and surgery continued. No injuries were reported. There was a visible bubble on the cover of the handpiece. The handpiece being used was a nexus sonastar shot handpiece, part number 100-24-0001.

Manufacturer narrative:
The reporter, a misonix sales representative, reported a nexus sonastar short handpiece, part number 100-24-0001 started smoking during surgery. The surgery was a craniotomy. The reporter indicated that there was a bubble in the cover of the handpiece. No patient or user injury was reported. The product was returned and an evaluation verified the complaint. The device history record was reviewed and no anomalies that can be associated with the complaint incident were observed. The handpiece met all specifications prior to release to commerce. Testing and inspection of the returned handpiece indicated electrical arcing. The potential root cause of electrical arcing was a manufacturing defect. Corrective and preventive action was implemented to prevent a recurrence of the manufacturing defect. A trend analysis of similar occurrences for nexus handpieces does not indicate an increasing trend. Therefore, there is no change to the nexus risk management report. Misonix will continue to monitor reports for any change in trends.